Event description:
Medtronic received information that following implant of this 34mm annuloplasty ring, the patient presented with third degree heart block. The patient subsequently received a pacemaker and the issue resolved. No other adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure and can be resolved with medical treatment or the implant of a permanent pacemaker with the risk-benefit ratio in favor of implant of the annuloplasty ring. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).